Event description:
It was reported that during monarch bronchoscopy procedure the patient sustained a pneumothorax. Right upper-lobe, ground-glass opacification with some solid area. An arcpoint needle and an auris cytology brush were used during this procedure but were disposed of afterwards, the lot number was not recorded. Patient received a small-bore tube, a post-placement x-ray, with no pleural vacuum needed. The patient was discharged the next day.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The physician does not attribute the pneumothorax to the monarch but rather attributes it to the biopsy needle puncturing the pleura. A device history record (DHR) review was performed for system 120121 and there were no non-conformances related to the pneumothorax reported in this case. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.